Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissored. Another device was pulled to complete the case with no patient consequence. The device was discarded. No further information available.